Manufacturer narrative:
H10: customer biomed engineer reported rp-pcba, switch was replaced and the boards reseated. The issue was resolved and the unit is back in service. The failed board was scrapped onsite.

Event description:
Philips received a complaint from customer biomed reporting the accept button was not responsive on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue remotely and confirmed the issue. The biomed engineer removed the rubber cover and tried depressing the switch directly, however the issue persisted. The rse provided replacement part details for a switch pcba replacement.